Manufacturer narrative:
Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during da vinci-assisted prostatectomy procedure, the surgical staff was getting a repeated recoverable 23025 fault pointing to the right master tool manipulator (mtmr), axis 1. When the event occurred, the site had powered the system several times but the error kept coming back. The surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse requested for the initial reporter to exercise mtmr and restart. However, the error persisted. The procedure was completed using another surgeon side console (ssc) from another system. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2018, isi contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: after the event occurred, another surgeon side console (ssc) was moved into the room to proceed with the surgical procedure. The surgery was prolonged by 1 to 2 hours during which additional anesthesia was administered to the patient as the site uses an infusion pump for anesthetic. According to the robotics coordinator, there was no impact to the patient due to the prolongation of the surgical procedure or the administration of additional anesthesia. The procedure was able to be completed with no further issues with the use of the other ssc. An isi field service engineer (fse) was dispatched to the site and was able to confirm the reported failure. To resolve the issue, the fse replaced the right mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr).